Event description:
Related manufacturer reference number: 2017865-2021-28900. It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the left ventricular lead exhibited no capture. The patient was taken to the electrophysiology lab where it was discovered that the lead had dislodged from the coronary sinus. The lead was explanted, and a new lead was implanted into the coronary sinus. However, the lead was then dislodged during the sheath extraction. The lead was not used, and a new lead was implanted successfully, and the procedure was completed. The patient was in stable condition post-procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.